Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. During the evaluation it was discovered the left side spring in the safety bail was broken which allowed the safety bail to have too much play. Both springs in the assembly were replaced and the stretcher was returned to service.

Event description:
The end user reported the catch bar is not remaining in the down position and engaging with the safety hook during the unloading process. There was no report of patient involvement or injury as a result of the reported issue.

Event description:
The end user reported the catch bar is not remaining in the down position and engaging with the safety hook during the unloading process. There was no report of patient involvement or injury as a result of the reported issue.